Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt has not charged his ipg for a month. An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.